Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was missing a component the following information was received by the initial reporter with the following verbatim. It was reported by customer that they had an IV tubing that was missing the white portion which inserts into the pump in the sensor area.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.